Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4), has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported before use of the unspecified syringe with needle there was an issue with foreign matter. The customer states ¿there was an oily film inside the syringes in his cartridges box. He had opened 3 syringes and all of them had this oily film and alleged that the remaining syringes would probably be the same.¿ there was no report of injury or further medical intervention.